Event description:
It was reported that during an unknown procedure, the device was loaded and would not fire. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Damaged yoke. Evaluation summary: the analysis results found that the device was received with the clamping mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test was performed due to the condition of the device. However, the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components, and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.